Manufacturer narrative:
The g4 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm 9. Reportedly, the customer had loaded 300 units of insulin into the cartridge and stated that the cartridge was being reused. Tandem technical support (cts) informed the customer that they were received an overfill alarm. Cts instructed the customer not to refill/reuse cartridges and not to overfill cartridges as this may result in a cartridge bag breaking. During troubleshooting, the call was disconnected therefore no additional information was provided.